Manufacturer narrative:
(B)(4).

Event description:
It was reported the lead was capped and replaced due to noise. There was an episode where the device aborted therapy because of noise. The patient condition is well and will be followed-up normally.